Event description:
It was reported that there was a lead warning for high right ventricular (rv) defib lead impedance one day after the implant, however manual impedance measurements were within expected range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2014; 6707-15 x 2 implantable adaptors; 5866-24m implantable adaptor. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. There was an oot subthreshold lead impedance alert that occurred on (B)(6) 2014.